Event description:
It was reported that upon removal of the catheter, the balloon would not deflate. The rn attempted to aspirate fluid from the balloon port with the patient sitting on the toilet. Two (2cc) of fluid was aspirated before the nurse met resistance and could not remove the catheter. The patient ambulated in the hallway. The nurse then tried to remove the catheter with the patient lying in bed. No additional fluid could be aspirated and the nurse still met resistance. The catheter was cut and the balloon did not deflate. The doctor performed a vaginal exam and palpated the catheter balloon as inflated. The doctor inserted 10 cc of normal saline into the sheath of the catheter with a 22 gauge needle and attempted to aspirate it back. The saline could not be aspirated back into the syringe, but was dripping out of the sheath around the needle hub. The doctor continued to attempt to withdraw the saline from different areas of the catheter sheath unsuccessfully. Urology was consulted and attempted insertion of mineral oil into the catheter balloon unsuccessfully. The balloon was then hyperinflated. It popped and the catheter was removed with the balloon intact. The patient was a 29 year old female, status post cesarean section. The catheter was in place for approximately 13-14 hours prior to its attempted removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d1, d4, e4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. Evaluation found no pinch or blockage observed on the returned catheter. Water was able to be introduced into the returned catheter. No conditions found on the sample that could be associated with the reported event. However, a complete evaluation could not be performed due to poor condition of the returned sample. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of the catheter, the balloon would not deflate. The rn attempted to aspirate fluid from the balloon port with the patient sitting on the toilet. Two (2cc) of fluid was aspirated before the nurse met resistance and could not remove the catheter. The patient ambulated in the hallway. The nurse then tried to remove the catheter with the patient lying in bed. No additional fluid could be aspirated and the nurse still met resistance. The catheter was cut and the balloon did not deflate. The doctor performed a vaginal exam and palpated the catheter balloon as inflated. The doctor inserted 10 cc of normal saline into the sheath of the catheter with a 22 gauge needle and attempted to aspirate it back. The saline could not be aspirated back into the syringe, but was dripping out of the sheath around the needle hub. The doctor continued to attempt to withdraw the saline from different areas of the catheter sheath unsuccessfully. Urology was consulted and attempted insertion of mineral oil into the catheter balloon unsuccessfully. The balloon was then hyperinflated. It popped and the catheter was removed with the balloon intact. The patient was a 29 year old female, status post cesarean section. The catheter was in place for approximately 13-14 hours prior to its attempted removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of the catheter, the balloon would not deflate. The rn attempted to aspirate fluid from the balloon port with the patient sitting on the toilet. Two (2cc) of fluid was aspirated before the nurse met resistance and could not remove the catheter. The patient ambulated in the hallway. The nurse then tried to remove the catheter with the patient lying in bed. No additional fluid could be aspirated and the nurse still met resistance. The catheter was cut and the balloon did not deflate. The doctor performed a vaginal exam and palpated the catheter balloon as inflated. The doctor inserted 10 cc of normal saline into the sheath of the catheter with a 22 gauge needle and attempted to aspirate it back. The saline could not be aspirated back into the syringe, but was dripping out of the sheath around the needle hub. The doctor continued to attempt to withdraw the saline from different areas of the catheter sheath unsuccessfully. Urology was consulted and attempted insertion of mineral oil into the catheter balloon unsuccessfully. The balloon was then hyperinflated. It popped and the catheter was removed with the balloon intact. The patient was a (B)(6) female, status post cesarean section. The catheter was in place for approximately 13-14 hours prior to its attempted removal.